Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that x-ray imaging revealed patients lead is fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6).